Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number k011245/k002188. Zimvie received one (1) spb12, (impl tapered sp 3.7mm 12m m octagon) for evaluation. Visual evaluation was performed, there was signs of use, the implants bundled mount wouldn¿t disengage from the implant. The bundled retaining screw was removed; however, the mount would not release from the implant. DHR review was completed for the subject lot number 63649811. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63649811 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was the torque applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The bundled mount wouldn¿t release from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant had to be removed because he was unable to separate the mount from the implant. The procedure was completed with the placement of another implant.